Manufacturer narrative:
--

Event description:
Additional information obtained from the field which indicated that the patient had recovered as the device was recently checked. The field representative never heard it mentioned that the leads caused the clot, only there was a clot that necessitated the leads be cut to remove the clot.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead has been cut and a portion of the lead was not returned. There was also a trilumen insulation abrasion noted through to the distal lumen approximately 545-553mm from the terminal pin. Due to the location and type of damage, this was likely caused by lead-on-lead interaction within the heart. Laboratory analysis confirmed allegation.

Event description:
Boston scientific received information that a large clot had formed around the lead. The surgeon had to cut and remove the lead to be able to remove the clot. The right ventricular (rv) lead was cut and was left inside the patient's heart. The lead was explanted. No additional adverse patient effects were reported.